Manufacturer narrative:
This device has been returned and evaluated. Upon inspection, it has been confirmed that the stopper at the end of the shaft has come off and is missing. No other abnormalities were observed. The original equipment manufacturer (OEM) conducted an investigation and determined that there is no material or processing-related cause for this failure mode. The root cause of the issue is identified as the excessive force used during the insertion of the endoscope into the instaclear sheath, which is considered off-label use. The instruction for use for the instaclear lens cleaner specifically advises the user to maintain a gap between the hub and light post when loading the sheath assembly to the scope. Closing this gap can result in damage to the distal post, as reported. Since the device passed all inspections during the DHR review and evaluation, it is unlikely that the device was damaged when it left the facility. Therefore, the reported damage is attributed to customer mishandling. Olympus will continue to monitor the device's performance in the field.

Event description:
The customer reported to olympus that when the operator was checking the video of the endoscopic sinus surgery (ess), the operator found what appeared to be a piece of metal reflected in the nasal cavity. When checking the product used, the tip of the lens cleaning sheath was partially missing. The intended procedure was completed with the same device. It was speculated that the missing part fell out into the nasal cavity. A computed tomography scan was performed but the product and the bone looked the same, so it cannot be confirmed. No additional treatment provided. As reported, there is no abnormality noted at this time, and the patient will be monitored.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6. Codes have been added that were inadvertently not included in the initial medwatch.